Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes due to noise on the atrial lead were noted. No intervention was performed as the patient was asymptomatic and will continue to be monitored.